Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on(B)(6)2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During preparation of the clip delivery system, while checking clip operation, saline leaked from the delivery catheter when the delivery catheter is turned back and forth to remove torque from shaft. A replacement was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.